Event description:
An ortho clinical dragnostics (ocd) laboratory specialist (ls) observed negatively based ckmb control results during a system installation. A malfunction of this type could cause biased results in assays that may be used in critical diagnostic applications. There was no report of patient harm as a result of this event.